Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling weak and dizzy. The right ventricular (rv) lead was exhibiting high thresholds and was found to have dislodged. An attempt to reposition the lead was unsuccessful, and the physician chose to replace it with a new lead. No further patient complications have been reported as a result of this event.